Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the insulin was turning off and it was making funny noises. Customer's mother reported when blood glucose was entered to the device it would make a noise if the no insulin was needed, device beeps. No physical damage on the device noted. Customer stated the beeps occurred on and off. Buttons were not pressed accidently. Customer's mother was advised to monitor device and call back if issues persist. Customer's mother stated she was just scared the device will turn off again. Troubleshooting for the device had been previously done. No further information reported.